Event description:
It was reported that procedure was to treat a left anterior descending artery for a diabetic patient. While attempting to remove the protective sheath, there was so much resistance that the delivery system shaft broke into 2 pieces. The sheath never was able to be removed. There was no patient involvement. There was no clinically significant delay in procedure. The procedure was successfully completed with a xience xpedition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.